Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The hernia was diagnosed after the start of pd therapy. It was reported the hernia worsened with pd therapy. On an unreported date the inguinal hernia was surgically repaired "several months ago". It was reported the patient was not hospitalized for the event. The patient was recovered from this hernia event. Approximately four months ago pd therapy was discontinued but currently pd therapy is ongoing. No additional information is available.